Event description:
Additional information received on 26-jun-2024, for mw5153035. Correcting procode information.

Event description:
Reporter called to notify the FDA that she received a letter from medtronic about recalled guardian 4 devices. Caller stated that none of her devices correspond with the recalled device lot numbers listed on the medtronic letter. Additionally, reporter said that even though her devices are not on the recalled list from medtronic, her devices do have readings that are inaccurate or incorrect throughout glucose monitoring.

Event description:
Additional information received on 26-jun-2024, for mw5153035. Correcting procode information.

Event description:
Reporter called to notify the FDA that she received a letter from medtronic about recalled guardian 4 devices. Caller stated that none of her devices correspond with the recalled device lot numbers listed on the medtronic letter. Additionally, reporter said that even though her devices are not on the recalled list from medtronic, her devices do have readings that are inaccurate or incorrect throughout glucose monitoring.